Event description:
Found a white particle located at the tip inside the barrel of the syringe

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a bubble on the molded barrel. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause of this defect is insufficient startup time of the mold, which prevented the mold temperature from stabilizing. To stabilize the mold temperature and maintain process consistency, a minimum of 30 minutes of startup scrap is required. The production technicians and support team will be retrained on the procedure, emphasizing startups to ensure full understanding and acknowledgment of the required stabilizing time.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.